Event description:
Per the surgeon's report, this pt had no auditory sensation, vibration and pain at switch-on of her cochlear implant. An xray showed improper positioning of the electrode array. The surgeon explanted the device and reimplanted the pt with a new device in 2006.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.